Event description:
It was reported the patient (B)(6) experienced ineffective stimulation (date of event unknown). It was also reported the scs leads were implanted at a different position than during the scs trial based on intraoperative programming. Surgical intervention was taken on (B)(6) 2015 to reposition the leads. Reportedly, effective stimulation was restored postoperatively. The patient received two leads with the same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.